Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, after a thr surgery had been performed, the patient experienced loosening of the stem. This adverse event was addressed by revision surgery on (B)(6)2022 to exchange the syn por fem comp sz 12. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a thr surgery, the patient experienced loosening of the stem and a subsequent revision to resolve the event. ¿the patient¿s current health status is unknown¿ and no additional clinically relevant information was provided. Without the requested information, the clinical root cause of the reported ¿the patient experienced loosening of the stem¿ cannot be definitively concluded. The patient impact beyond the reported loosening and revision cannot be determined. No further clinical/medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed that implant loosening has been identified in adverse events in primary and revision surgery, more likely to occur in patients who are young, physically active, and/or heavy. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.